Event description:
During a low anterior resection procedure, the device run closed and fired, however the staple line immediately dihisced. Not noted how case completed. No pt consequence. Currently the stoma is temporary.